Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information. Olympus territory manager confirmed the high definition lcd monitor will not be returned to olympus for repair or evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the high definition lcd monitor presenting a grainy image is that the electronic component related to the sdi1 display on the circuit board failed. The cause of this failure could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus territory manager called in to olympus technical assistance center (tac) personnel to report the issue with the device. Tac spent time trouble-shooting this issue, and discovered that moving the sdi cable from one input into another resolved the grainy image issue. Though this resolved the reported event, tac still recommended the device be returned for evaluation. The territory manager confirmed that the facility's biomedical engineer will be handling the returning of the device. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Olympus territory manager reported that the high definition lcd monitor was presenting a grainy image when used with enf-v3 cystoscopes during a diagnostic procedure. According to the initial reporter, the procedure was completed and no patient issues have been reported.